Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported whether the patient was hospitalized. Treatment included unspecified antibiotics for two weeks. On an unreported date in 2010, the patient recovered from the event of peritonitis. Action taken with dianeal and extraneal therapies was not reported. The nurse did not provide an opinion of causality for the event of peritonitis in relation to dianeal and extraneal therapies.